Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device broke during surgery inside the patient. The procedure could be completed successfully. No harm to patient, user or third reported.

Manufacturer narrative:
Result of investigation: the fracture of the ceramic beak could have been caused by pulling out the inner shaft at an angle to the outer shaft. This misalignment puts pressure on the ceramic, which is then pushed against the outer shaft, possibly causing a fracture. Ceramic is a brittle material with high hardness, but it is prone to microcracks. Such cracks can expand under stress or after repeated use, ultimately leading to a fracture. The instructions for use (IFU) indicate that the ceramic beak must be checked for damage before each use. Furthermore, the manufacturing code indicates that the item was manufactured in 2015, which means that it is already 9 years old. It can therefore be assumed that the life cycle of the item has been reached or exceeded. During this period, microcracks could have formed due to use and ageing, ultimately leading to the breakage. Ceramics are particularly sensitive to sudden mechanical loads or punctual pressure. For this reason, a careful inspection of the material before each use is essential, as described in the instructions for use and reprocessing. In view of the observed improper handling and the advanced age of the article, it is assumed that user error led to the observed damage. The event is filed under internal karl storz complaint ID: (B)(4).